Manufacturer narrative:
Work order search found no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -10.5 diopter was flipped upon insertion. The lens was removed and was replaced with the backup lens. No patient injury was reported.

Manufacturer narrative:
H1: corrected to serious injury in initial MDR. Claim#: (B)(4).